Event description:
It was reported that a dexcom g7 continuous glucose monitoring system experienced a brief signal loss, after which blood glucose data resumed during troubleshooting. Symptoms included no reported alerts, alarms, or clinical effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included user troubleshooting and education regarding transient signal interruptions. Investigation of this case revealed that the system functioned as designed when the data gap was less than ten minutes and did not recur during the call. It was concluded that the event was a transient communication interruption consistent with normal device behavior and not indicative of a device malfunction.